Event description:
Physician was using a gel mark ultra during a biopsy with a mammotome probe. She deployed the pellets, but noticed on removal of the applicator from the mammotome probe that the tip was missing from the applicator. She was not sure if the tip of the gel mark ultra was in the patient's breast. There were no patient adverse effects reported.